Event description:
The technician indicated that the head section is drifting.

Manufacturer narrative:
The technician found the head drive was bad. The technician replaced the head drive to repair the bed.